Event description:
On (B) (6) 2010, the patient reported she became disconnected from her insulin infusion headset on (B) (6) 2010 and did not notice it until the evening. She stated she had an elevated blood glucose reading of 321 mg/dl at dinner with her normal reading being 150 mg/dl. She had no symptoms and treated herself by delivering a 13 unit bolus of insulin prior to eating dinner. At 10:30pm, she measured her blood glucose which was over 600 mg/dl. She checked her site and realized her headset had fallen out. She did not notice insulin or wetness at her site. She treated her reading by injecting 17 units of insulin and by 1:08am, her reading had decreased to 439 mg/dl. She stated she is new to insulin pump therapy. The patient was advised of adhesive techniques. On follow up with the patient on (B) (6) 2010, she stated her blood glucose has been perfect. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.